Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products: int610, osseotite® tapered certain® implant 6 x 10mm lot 2018070976.

Event description:
Doctor reported that implant at tooth site 27 was removed due to bone loss and infection. Patient referred pain. Crown loosening was also reported. This complaint refers to the loosening of the screw event.